Manufacturer narrative:
(B)(4). Additional information: review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of hi drain (iipv-adult). The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a hi drain/call pd rn alarm during therapy on the homechoice machine(hc). The nurse stated she just wants to set up the hc. The nurse stated no overfills were reported. The technical service representative(tsr) assisted the nurse to press go to start. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.